Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device had experienced a system error 2240 (air in set/line) alarm. This occurred during dwell one of four. The patient was connected. During troubleshooting, the patient stated they had disconnected from the homechoice and one of the solution bags had come loose and fallen, and they had reconnected. The technical service representative (tsr) explained the alarm to the patient. The tsr advised the patient to start over with all new supplies. The patient advised they had not noticed anything atypical about the supplies and the over pouch and box were in good condition. The patient stated they had used something sharp to open the supplies; however they did not notice any damage to the supplies. The patient advised they did not see anything wrong with the luer connections. The patient advised the luers were not cracked or broken and all the tip protectors were intact. The patient stated that they did not utilize any tools to secure any of the connections. The patient advised they did not have any issues making the connections. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
This is a report of use error in which the patient disconnected from the set. It is unknown if proper disconnect procedures were used. The patient reported that the supply bag had disconnected and fallen, and that they had reconnected and continued therapy. This is known to result in the reported alarm. The patient also reported using a sharp object to open supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. The guide instructs the user to ¿open the packaging of the disposable set by hand. Do not use a knife, scissor, or other sharp objects to open the packaging.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.